Event description:
During the set up of the device, it was put together and tested, but would not articulate after it was tightened with the hand piece. Both the scrub tech and the surgeon tried and both agreed it would not articulate, a new handpiece was opened and it worked fine.